Event description:
It was reported that during a subglottic dilation laryngoscopy procedure, the fiber broke inside the patient. Upon removal of the fiber from the patient body, it was observed that 3.5cm were missing. The operating room staff followed protocol to retain foreign object by performing an x-ray. In addition they re-examined with a glidescope, checked the suction tubing, and canister but the missing fragment was not found. The case was completed by performing temporary tracheostomy. The patient has already been discharged.

Manufacturer narrative:
H6: patient codes were updated.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the cause that contributed to the reported fiber tip detachment cannot be established as the product is not available for analysis. Unretrieved device fragments is a known risk associated with subglottic dilation laryngoscopies and is noted as such in the device instructions for use (IFU). Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient effect of unretrieved device fragment is listed in the IFU as potential outcome of this type of procedure. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a subglottic dilation laryngoscopy procedure, the fiber broke inside the patient. Upon removal of the fiber from the patient body, it was observed that 3.5cm were missing. The operating room staff followed protocol to retain foreign object by performing an x-ray. In addition they re-examined with a glidescope, checked the suction tubing, and canister but the missing fragment was not found. The case was completed by performing temporary tracheostomy. The patient has already been discharged.

Event description:
It was reported that during a subglottic dilation laryngoscopy procedure, the fiber broke inside the patient. Upon removal of the fiber from the patient body, it was observed that 3.5cm were missing. The operating room staff followed protocol to retain foreign object by performing an x-ray. In addition they re-examined with a glidescope, checked the suction tubing, and canister but the missing fragment was not found. The case was completed by performing temporary tracheostomy. The patient has already been discharged.